Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core, and review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. Device testing was performed, where normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing, but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered safety core. There were no recent surgical procedures or radiation performed on the patient. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.